Event description:
This report indicates one (1) malfunction event. A review of the event involved of the device(s) experiencing fractured abutment . No patient adverse event was reported. No information regarding patient demographics were provided.